Manufacturer narrative:
The pump was removed, not replaced, and was returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). History of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The bedside nurse reported persistent intermittent suction alarms and an ¿impella in the aorta¿ alarm. Cardiology at bedside performed pocus, confirming appropriate impella 5.5 position (depth 4.6 cm across the aortic valve). After alarm resolution, p level was increased from p2 to p9. The rn later reported transposed aortic and lv waveforms on the monitor, with flows equalizing after a spike in motor current. Clinical staff discussed plans for device removal, replacement, and weaning due to potential pump saturation. The impella was set at p4 (flows 4.5 l/min) and chemical support was increased by the physician. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.